Event description:
Health care facility reported that a male pt with heart failure awaiting a transplant had yellow malodorous discharge around the catheter and under the dressing. The facility reported that the catheter was removed and cultures were taken, all cultures returned negative. The facility reported that the skin was reddened under the discharge. The facility reported that the skin reaction is improving.

Event description:
Reporter alleged that the inform meter had melted, blackened plastic on the bottom of the meter. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B) (6).